Event description:
The customer reported a charge button failure several times during op check.

Manufacturer narrative:
(B)(4): the customer reported a charge button failure several times during op check. The device was evaluated by a philips field service engineer and the failure was verified. Replacing the processor pca resolved the issue.